Event description:
Limps for the first minute or so but once he stands on it, then is able to walk [limping] when going down stairs he uses a cane as to not bend his knee since it's painful [injection site joint pain] ([pain aggravated]) knee had very little swelling [injection site joint swelling] case narrative: initial information received on 27-jul-2022 regarding an unsolicited valid serious case received from health authorities of united states under reference (B)(4). This case involves an unknown age male patient who had limps for the first minute or so but once he stands on it, then is able to walk, pain has intensified and knee had very little swelling with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s) and family history were not provided. In 2022, the patient received synvisc one injection (strength: 48mg/6ml) in her knee (lot number: brsl011 and expiry date: 29-feb-2024) (dose, route, frequency: unknown) for osteoarthritis. On an unknown date after an unknown latency limps for the first minute or so but once he stands on it, then is able to walk (gait disturbance)/when going down stairs he uses a cane as to not bend his knee since it's painful, when bends his knee (sitting), gets out of bed, or goes up and down stairs, knee really bothers him and it's painful/since having the injection his pain has intensified (pain)/when going down stairs, uses a cane as to not bend his knee since it's painful (injection site joint pain), knee had very little swelling (injection site joint swelling). Action taken: not applicable for all the events. Corrective treatment: uses cane for the event injection site joint pain and gait disturbance and not reported for rest of the events. Outcome: unknown for all the events seriousness criteria: disability for the event gait disturbance, injection site joint pain and pain. A product technical complaint (ptc) was initiated on 27-jul-2022 for synvisc one (hylan g-f 20, sodium hyaluronate) (batch number: brsl011) with global ptc number: 100319028 the sample status of the ptc was requested and awaited. Additional information was received on 27-jul-2022 from other healthcare professional: ptc details and suspect strength added. Text was amended accordingly.

Manufacturer narrative:
Sanofi company comment for follow up dated 27-jul-2022. Follow up information does not change prior case assessment. This case involves an unknown age male patient who had limps for the first minute or so but once he stands on it, then is able to walk with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. Based on the available information, causal relationship between the events and suspect product could not be denied. However, further information regarding patient¿s medical history, past medications, concomitant medications, post injection routine, injection technique and other risk factors would aid in better case assessment.

Event description:
Limps for the first minute or so but once he stands on it, then is able to walk [limping] when going down stairs he uses a cane as to not bend his knee since it's painful [injection site joint pain] ([pain aggravated]) knee had very little swelling [injection site joint swelling] case narrative: initial information was received on (B)(6) 2022 regarding an unsolicited valid serious case from health authorities of united states under reference (B)(4). This case involves an unknown age male patient who had limps for the first minute or so but once he stands on it, then is able to walk, pain has intensified and knee had very little swelling with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s) and family history were not provided. In 2022, the patient received synvisc one injection (strength: 48mg/6ml) in her knee (lot number: brsl011 and expiry date: (B)(6) 2024) (dose, route, frequency: unknown) for osteoarthritis. On an unknown date after an unknown latency limps for the first minute or so but once he stands on it, then is able to walk (gait disturbance)/when going down stairs he uses a cane as to not bend his knee since it's painful, when bends his knee (sitting), gets out of bed, or goes up and down stairs, knee really bothers him and it's painful/since having the injection his pain has intensified (pain)/when going down stairs, uses a cane as to not bend his knee since it's painful (injection site joint pain), knee had very little swelling (injection site joint swelling). Action taken: not applicable for all the events. Corrective treatment: uses cane for the event injection site joint pain and gait disturbance and not reported for rest of the events. Outcome: unknown for all the events seriousness criteria: disability for the event gait disturbance, injection site joint pain and pain. A product technical complaint (ptc) was initiated on (B)(6) 2022 for synvisc-one (batch number: brsl011 and expiry date: (B)(6) 2024) with global ptc number (B)(4). Sample status: not received the ptc stated based on the complaint from intake team, there is no quality related defect that would pose as a malfunction. This complaint does not have a quality defect that would attribute to a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. " defect class has been updated to ii. The production and quality control documentation for lot # brsl011 expiration date (2024-02) was manufactured on (B)(6) 21 packaging quantity 5400 singles were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # brsl011 no CAPA is required. As (B)(6) 23 there are 20 complaints on file for lot# brsl011 and all related sublots. 16 complaints are on file for lot# brsl011: (1) adverse event report/plunger issue nos, (14) adverse event reports and (1) label/sticker issue. 3 complaints are on file for lot# brsl011a: (1) packaging issue, (1) leakage and (1) adverse event report/leakage. 1 complaint is on file for lot# brsl011b: (1) adverse event report. Sanofi will continue to monitor complaints and trending as stated in "product event handling" to determine if a CAPA is required. The final investigation was completed on (B)(6) 2023 with summarized conclusion no assessment possible additional information was received on (B)(6) 2022 from other healthcare professional: ptc details and suspect strength added. Text was amended accordingly. Additional information was received on (B)(6) 2023 form quality department. Ptc details updated.